Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received questionably high results for patient samples tested for elecsys probnp ii immunoassay (probnp) on a cobas 8000 e 602 module (e602). The customer measured a total of 350 patient samples and based on results of these samples, the customer repeated 17 of these samples. The repeat results from these samples did not match the original values. The 17 samples were repeated a second time and these values matched the original values. There were no issues with any other tests. The customer provided data for three samples that were affected. Of these, two had erroneous probnp results. The first sample initially resulted as 99 pg/ml. The sample was repeated, resulting as 6900 pg/ml. The sample was repeated a second time, resulting as 97 pg/ml. No erroneous results were reported outside of the laboratory for this sample. The second sample initially resulted as 299 pg/ml. The sample was repeated, resulting as 6200 pg/ml. The sample was repeated a second time, resulting as 293 pg/ml. It was asked, but it is not known if any erroneous results were reported outside of the laboratory for this sample. No adverse events were alleged to have occurred with the patients. The probnp reagent lot number and expiration date were asked for, but not provided. When the 350 patient samples were measured, the reagent pack was switched for the last 40 samples. The first repeat results were measured using a switched reagent pack. There was no leakage or dripping in the pre-wash station. No marks, scratches, or dripping was observed on the incubator cover. There were no abnormal sounds coming from the instrument or abnormal scratches on the surface of the instrument.